Event description:
This senior medical surveillance specialist, reviewed the customer care advocate's (cca's) documentation and spoke with the patient/layperson. The patient alleged a result of 95 mg/dl at 8:00 a.m in 2009 (day of his call), was inaccurately high compared to how he felt soon after. Although the patient's blood glucose had been higher the night before after eating cake, he does not recall the result. However, the patient considers 114 mg/dl high since his blood glucose usually is "80." The patient injected his daily 40 units of lantus insulin and ate yogurt and prunes, his normal breakfast, after obtaining the 95. The patient felt fine, he said. At 8:15 a.m, he was sweaty and shaky with a blood glucose of 52. The patient consumed a total of three glucose tablets until he felt better thirty minutes later. The patient does not recall testing again that morning, as reported to the cca. The patient requested a replacement meter that will be shipped along with test strips and control solution. This specialist advised the patient to dry his finger after using his antibacterial wipes before puncturing and, also suggested using just soap and water. This complaint is reported due to the patient's alleged symptoms that meet criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.